Event description:
It was reported that a patient had high impedance readings (>4000). It was stated that combinations of 0-1, 2-3, 4-5, 5-6, and 6-7 showed an impedance of 1395. It was stated that the combination of 1-2 showed ¿???¿. It was reported that diagnostic testing would be performed in the future. It was stated that the device remained implanted but was out of service. It was reported that they would be replaced in the future. It was reported that the patient has had multiple falls over the last few months. It was stated that 2 weeks ago the patient first noticed she was not feeling any stimulation. The patient noted that there was not one specific incident that she could recall. It was stated that the battery status showed ¿ok¿ and the voltage was currently at 2.52. It was reported that the patient was extensively reprogrammed but was never able to feel any stimulation. It was reported that the patient had less than 50% therapy relief. It was stated that the patient was alive with no injury. Additional information received reported that the physician (hcp) stated that ¿in the near future, he may revise her leads, or may even just go ahead and upgrade her system¿. It was stated that the date of surgery was not known at this point. It was reported that no cause of the issue had been determined. It was reported that the patient was not currently receiving any therapy from her device.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-45, lot# v563738, implanted: (B)(6) 2011, product type: lead. Product ID: 3487a-45, lot# v003531, implanted: (B)(6) 2006, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: neu_siliconeanchor, product type: accessory. Product ID: neu_siliconeanchor, product type: accessory. Analysis of the ins found that there was no significant anomaly/the battery was not in a new condition. Analysis of the lead with serial/lot# (B)(4) found there was a reliability non-conformance/the stim lead body conductor was broken at the anchor site unknown. It was noted that all conductors were broken in multiple spots along the length of the lead. It was noted that breaks were observed at 13, 15.5, and 17 cm from the distal end. Analysis of the lead with serial/lot# (B)(4) found there was a reliability non-conformance/the stim lead body conductor was broken at the anchor site unknown. It was noted that all conductors were broken in multiple spots along the length of the lead. It was noted that breaks were observed at 15.2 and 15.7 cm from the distal end. Analysis of the extension with serial/lot# (B)(4) found there was no significant anomaly/the stim extension body was cut through and the product was segmented. Analysis of the extension with serial/lot# (B)(4) found there was no significant anomaly/the stim extension body was cut through and the product was segmented. Analysis of both anchors found that there was no anomaly.

Event description:
Additional information received reported that the entire system was removed on (B)(6) 2014 and replaced with two new leads and a new implantable neurostimulator (ins). It was noted that the patient was receiving effective therapy. Additional information was requested but was not available at the date of this report.